Event description:
Report received of pt with fluctuance in the pump pocket. Hcp aspirated 18.5 ml of straw colored fluid from what was believed to the pump reservoir. Pt's pump residual volumes have been correct historically and the pump capacity was 10 ml. So aspiration had to be pocket fluid. Fluid tested positive for glucose. After aspiration hcp did not reposition the needle and proceeded with the pump refill with 10 ml of 2000 mcg/ml baclofen. Pt became lethargic through the night. Pt treated in ER next morning. Hcp in ER accessed pump reservoir and found 3 ml in the pump - aspirated and filled with 10 ml of baclofen and reaspirated to confirm correct filling in the reservoir. Pt does remains at 450 mcg per day. Pt had increased alertness by 5 pm. Hcp plans catheter exploration and revision.